Event description:
It was reported that a site delivered pt scans to a single pt where the dose approached a deterministic level. No pt injury was reported.

Manufacturer narrative:
There is no report of device malfunction or serious injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.